Event description:
During implant, it was not possible to insert either of the two implanted leads into one port of the ins. The port on the other side of the ins accepted either lead. Upon the first insertion attempt, the lead stopped at the set screw, just past two contacts. The physician repeated unscrewed the setscrews and noticed nothing unusual with setscrews. A new ins was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). Final device analysis revealed a reliability non-conformance; the ins connector port had a lead insertion anomaly. A known good lead would not pass through the #10 balseal connector. It appeared on x-ray that the balseal spring was deformed. There was no difficulty inserting the lead into the #0-7 connector port. Damage to the #11, #12, and #13 balseals appeared to be caused by the insertion of some tool in an attempt to clear blockage in the port.